Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the product and he could confirm the reported issue on both cardioplegia and patient side. He tried to calibrate the temperature sensors and checked the magnetic valve and the compressor which were found to be properly working. According to the service technician in charge, the reported issue could be related to a low level of coolant in the system. However, this could not be confirmed since the device, which is an old age one, has been removed from service. Thus, the exact root cause could not be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the patient side of a heater-cooler system 3t was not cooling down to 20°c. There was no report of patient injury.